Event description:
It was reported that post implant, the patient's pocket developed a hematoma. The hematoma was evacuated and the pocket revised. No alleged device problem. The device is still in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.